Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The returned complaint breathing circuit was visually inspected and a heater wire resistance test was carried out using a calibrated multimeter. Results: the resistance test revealed that the inspiratory heater wire was out of specification. No fault was found with the expiratory heater wire. Continuity testing and visual inspection revealed that the open circuit in the inspiratory heater wire was due to a break in the connection between the heater wire and the right heater wire pin inside the over-moulded plug. A lot check could not be carried out as no lot information was provided. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, rendering the circuit unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production. Any circuit that fails is rejected. This suggests that the heater wire became open circuit after it was released for distribution. The user instructions that accompany the rt380 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms". Our monitoring and trending of electrical open circuits in heater wires in adult breathing circuits has a rate of (B)(4) devices per (B)(4) sold worldwide in the last year to the end of april 2014.

Event description:
A hospital in (B)(6) reported via our (B)(6) that an rt380 adult dual heated evaqua2 breathing circuit would not work. No patient consequence was reported.

Manufacturer narrative:
(B)(4) the complaint (B)(4) adult dual heated evaqua2 breathing circuit has been destroyed at the medical center and was not returned to fisher and paykel healthcare in (B)(6) for evaluation. Despite multiple requests for additional information, the medical center has not responded. Therefore, our investigation is based on the event description, previous investigation of similar complaints and our knowledge of the product. The medical center reported that while using an (B)(4) adult dual heated evaqua2 breathing circuit the catheter mount was removed to reduce the dead volume. Within a short period of time the expiratory filter was reported to be blocked with moisture (near the ventilator). The medical center reported that they replaced the filter and the issue occurred a further two times. The (B)(4) breathing circuit was then disposed of and replaced with a fisher & paykel healthcare (B)(4) adult dual-heated evaqua breathing circuit. The hospital was unable to provide any further information surrounding the reported failures. Without the return of the complaint device we are unable to determine what may have caused the problem experienced by the customer. All (B)(4) breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject (B)(4) breathing circuit was damaged after it was released for distribution. The user instructions that accompany the (B)(4) breathing circuit include pictorial instructions which show the catheter mount as part of the setup, they also state the following: -"set appropriate ventilator alarms." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in germany reported to a fisher & paykel healthcare field representative that while using an (B)(4) adult dual heated (B)(4) breathing circuit the catheter mount was removed to reduce the dead volume. Within a short period of time the expiratory filter was reported to be blocked with moisture (near the ventilator). The healthcare facility reported that they replaced the filter and the issue occurred a further two times. The (B)(4) breathing circuit was then disposed of and replaced with a fisher & paykel healthcare (B)(4) adult dual-heated evaqua breathing circuit. The facility reported no further issues. No patient consequence was reported.